Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and glaucoma ("vision/eye problems: glaucoma") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and vitamin deficiency. Concomitant products included colecalciferol (vitamin d) since 2010 and levothyroxine sodium (synthroid) since 2010. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("stabbing pain"). In 2013, the patient experienced glaucoma (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), fibromyalgia ("autoimmune disorder: fibromyalgia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain / loss specify which one) weight gain"), spondylitis ("other injuries: arthritis in back"), arthritis ("other injuries: arthritis in hips"), polyarthritis ("other injuries: arthritis in most joints") and hormone level abnormal ("hormonal changes - describe:"). On an unknown date, the patient experienced menopause ("hormonal changes: menopause"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (patient had surgery to remove the essure implant, hysterectomy (full),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, glaucoma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, dysmenorrhoea, dyspareunia, fatigue, alopecia, menopause, migraine, headache, weight increased, spondylitis, arthritis, polyarthritis, hormone level abnormal, back pain and abdominal pain outcome was unknown and the pain had resolved. The reporter considered abdominal pain, alopecia, arthritis, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, glaucoma, headache, hormone level abnormal, menopause, menorrhagia, migraine, pain, pelvic pain, polyarthritis, spondylitis, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia, autoimmune disorder: fibromyalgia, dysmenorrhea, dyspareunia, fatigue, hair loss, hormonal changes: menopause, migraines/headaches, vision/eye problems: glaucoma, weight gain, other injuries: arthritis in back hips and most joints, hormonal changes ¿ describe, stabbing pain. Onset date of event pelvic pain. Date implanted and date explanted were update. Concomitant disease and drug, lab data, plaintiff name were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.